Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (575 mg/dl). Customer treated elevated bg level using a flexpen. System check was performed with tandem technical support and the pump performed as intended. Customer indicated that the infusion site would be changed. Follow up with customer that evening indicated that the customer's bg level had improved to target range.